Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. It was unknown whether the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with ceftazidime (1 gram, frequency and route of administration was not reported) and vancomycin (1 gram, intraperitoneally, frequency not reported) for peritonitis. The patient's outcome was unknown and the action taken with dianeal therapy was not reported. No additional information is available.